Event description:
A healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced flickering lights and halos. Clinical reason for explant was mentioned as positive dysphotopsia. The lens was explanted and exchanged with atiol lens 1 month following the initial procedure. Additional information requested and received that patient with visually debilitating photopsias interfering with daily activities like (reading, driving, fishing). Minimal symptoms on post op day 1 post lens exchange and improvement with lens exchange.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).